Manufacturer narrative:
H3 other text : device not returned to the manufacturer for evaluation.

Event description:
The manufacturer received the information alleging the device doesn't produce any pressure and patient states waking up gasping for air during night, device making noise. There was no report of harm or injury. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
In previous report the manufacturer received the information alleging the device doesn't produce any pressure and patient states waking up gasping for air during night, device making noise. There was no report of harm or injury. The device is evaluated but no reportable incident was not found. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.